Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem follow-up with customer on (B)(6) 2017: customer reported that pump has not been worn against the skin and no further altitude alarms have occurred. Device not returned.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The user's blood glucose level was no higher than 130 mg/dl and no lower than 70 mg/dl. The customer cleared the alarms and insulin delivery was resumed.